Event description:
A customer reported experiencing a minimum fill notification with their insulin pump. There was no adverse impact to the customer's blood glucose level. Despite attempting to reload the original cartridge and replacing it with a new one, the issue was not resolved. Technical support guided the customer through troubleshooting steps and ultimately decided to replace the pump, which was still under warranty. In the interim, the customer used multiple daily injections (mdi) as a backup therapy. The customer was provided instructions to put the pump into storage mode and agreed to return the defective unit using a pre-paid label within 10 days.